Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose level was 128-130 (mg/dl). During troubleshooting with tandem technical support, the customer reset the pump successfully.